Manufacturer narrative:
The customer reported complaint of the thermogard powered off several times was not confirmed during the initial functional testing as the reported issue was not replicated however was confirmed during the event log review. There were no device deficiencies found during evaluation of the returned console that could have caused or contributed to the reported complaint. The probable cause of the reported complaint was due to a loose power cable connection. Visual inspection was performed and noted no damage upon review. The thermogard xp ivtm console passed initial functional testing without any fault or error. The customer reported event could not be reproduced. The event log was reviewed and noted the single occurrence of the mid: 14 (bg power supply) and mid:16 (software) error messages on the date when the event occurred. Thus, confirming the reported complaint. The mid: 14 is the power supply failure error, however, if not reproduced during the functional testing, is an indication of not properly inserted power cable. The mid:16 error is correlated to software execution problem (suddenly powering off the unit) due to a loose power cable connection. The thermogard console passed all the testing without any fault or error. All test and readings are within the specified limits and the system functioned as intended.

Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system (sn (B)(4)) for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed

Event description:
During ivtm therapy, the thermogard console powered off several times. The customer observed an error code displayed on the console, however, the error is unknown. Another system was used to continue the therapy. No known patient consequences were reported. During the follow-up call with the physician, the console was tested and the issue could not be confirmed.